Manufacturer narrative:
Explantation of the patient's device was reported in 6000034-2016-01690. This report is filed august 30, 2016. Implanted device remains.

Event description:
Per the patient's surgeon, the plate electrode was inadvertently left in place during explantation of the patient's device on (B)(6) 2016. Subsequently, revision surgery was performed on (B)(6) 2016, to remove the plate.